Manufacturer narrative:
The field service rep determined the fluid was coming from the fluidic junction between the stop valve and the detergent bottle. He replaced the stop valve, o-ring and confirmed no further leaks were present.

Event description:
The user experienced a leak from the cell wash solution reservoir. The user attempted to fill the reservoir, but the solution immediately leaked out of the valve. The leak caused a large puddle on the floor in a walkway. No injuries occurred. No pt samples were involved. The user replaced the stop valve on the reservoir, but the issue was not resolved and water was still coming out around the valve.